Event description:
During evaluation of a returned spectrum pump, the device had the 0 and 1 button keys were not operable. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the 0 and 1 button keys were not operable. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The keypad will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.